Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- image roughness, burned c-cover and distal end, with the most probable cause traced to a component failure and dirt on objective lens, and nozzle had foreign objects for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on objective lens, image roughness, burned c-cover and distal end and nozzle had foreign objects. There was no patient involvement.